Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a3, a5, a6, b4, b5, d2, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, h10, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery a blade was utilized and it gouged the patient. Another blade was used and it worked fine. There was a delay of an unknown amount of time. The taken graft was damaged and an additional unplanned graft was taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d2, g1, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery a blade was utilized, and it gouged the patient. Another blade was used and it worked fine. It was reported that there was patient impact but no delay. Due diligence is in process and there is no additional information available at the moment.